Event description:
Information received from the field does not address the patient's clinical status but notes that a post implant holter ECG recorded a period when the rate dropped to 48 ppm. The device was programmed to 60 ppm.